Manufacturer narrative:
Field service engineer confirmed the table movements would not initiate and troubleshot per hut service manual. Found the slow blow 10a fuse, f7, on the power pcb panel assembly board open. Fse replaced fuse and verified table movement operations per minor service checklist and service manual (sedecal generator), hut manual, and the platinum one service manual. Unit passed checkout procedures and was returned to full service by the customer.

Event description:
On (B)(6): customer reports staff found the table movements would not operate correctly for completion of procedures. Customer does not have a back up room and physician cancelled scheduled procedures. No reported injury.